Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 500 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with manual injection. Customer also reported that the insulin pump had received no delivery alarm during manual prime. Customer states the insulin did exit. Troubleshooting was declined for high blood glucose level and troubleshooting was performed for no delivery alarm. The device will not be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.(B)(4).